Event description:
It was reported the insulin pump alarmed button error. The device was not dropped or bumped, nor exposed to moisture. Customer's blood glucose was 120 mg/dl. Customer reverted to old insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button, due to corroded keypad trace. No button error alarms noted. Insulin pump received with minor scratches on lcd window and reservoir tube window. Insulin pump was missing end cap sticker.